Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.